Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure that the large hem-o-lok clip applier instrument fired once, but failed to fire on the following two attempts. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: there were no loose cables noticed. The customer used a backup clip applier instrument and completed the case robotically. The customer did not notice anything out of the ordinary with the instrument. There were no reports of patient injury. The patient's demographic information has not been received at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated the customer's reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip clips test was performed and failed. The clip was unable to be successfully clipped onto the tubing after multiple attempts during in-house testing. The instrument was found to have loose grip cable at the distal and proximal end. This failure likely caused the failed clip test observed. The housing was removed and no other damage was observed. The root cause of this failure is attributed to component failure. The following was found during device evaluation, but is not related to the reportable finding: the instrument was found to have indentations/burrs on the grip tips. This issue is typically attributed to mishandling/misuse. A review of the instrument logs for the hem-o-lok clip applier (part# 470230-10/n10180223-0217) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 80 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged issue reported in this event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported because failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was a 45 year old female, born on (B)(6) 1977, and weighed 282 lbs. The patient was caucasian/ white and had morbid obesity.

Event description:
Refer to h10/h11 for follow-up information.